Event description:
The complainant alleged that the tie wraps were leaking. The independent repair statement states that this unit is alarming/red light and confirmed that a tie wrap was leaking and this was the key failure.